Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion inside socket tubing and air water suction corrosion inside the air pump tubing. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined. In addition, the cause of the corrosion inside the socket tubing and the air water suction corrosion inside the air pump tubing was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source experienced scope communication error b30 during inspection for use. There were no reports of patient harm.